Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse found that the error was caused by the fiber cable between the flex and the axes controller setup (acu). This was identified using bypass fiber and the "system wheel status" in the launcher. The proximal set up joint (suj) was replaced to resolve errors 319 and 1126. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system showed a non-recoverable error alarm. The system was restarted to resolve the problem, which persisted. It was restarted a second time, using the emergency power off (epo), and it worked again. The procedure was converted to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the system functionality was checked upon powering the system. The system initially powered on without errors. The procedure had been in progress for approximately 2 hours when the issue occurred. The customer then removed the system from the patient and converted the procedure to conventional. The ports were maintained and there was no injury to the patient. The surgeon did not feel safe to proceed with the robotic system due to the error. There were no complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci proximal set up joint (suj) involved with this complaint to perform failure analysis. The error was confirmed in the field and was replicated in house identifying a defective fiber cable, wire harness, and axes controller unit . The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.